Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been returned to the manufacturer for analysis. Part not returned.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the system became unresponsive on the login screen. System froze after manufacturer representative typed the letter s but then no more. An alternate screen was attempted without resolution. Reboot was able to resolve the issue. There was no patient present when this issue was observed.